Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder and channel had white foreign material, the distal end had corrosion, the connecting tube had foreign material, the circuit board unit in the scope connector, cable unit, and plug unit all had foreign material. A root cause for the white foreign material could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). A root cause for the additional foreign material findings could not be identified. Based on the results of the investigation, the most likley causes were also not established. The white foreign material events can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had image failures. The issue occurred during inspection for use. There were no reports of patient involvement.